Event description:
The physician reported beading of the product after treating a patient with cosmoplast. The physician performed needle aspiration to remove the product.

Manufacturer narrative:
Device evaluation summary below: quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint.